Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia to 268 mg/dl shortly after starting lunch while using the ilet system, with the user stating that lunch was announced and no behavioral changes occurred, and that elevated readings have occurred more often recently. Symptoms included high blood glucose. Outcomes included no alarms and no reported medical intervention or hospitalization. Investigation included remote troubleshooting planned when the user could reconnect, with no device data available at the time of the report. Investigation of this case revealed no device malfunction confirmed and no component issue identified due to unavailable data and cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.